Event description:
It was reported that microcatheter was fractured. The target lesion was in the gastroduodenal artery. A 155 direxion was selected for use. During the procedure, it was noted that the microcatheter was fractured and was simply removed from the patient's body without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a direxion microcatheter with a guide wire in the shaft of the device. The device was bloody. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a complete separation of the shaft 18cm from the strain relief, and the inner shaft was stretched for 22.6cm between the separated ends. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that microcatheter was fractured. The target lesion was in the gastroduodenal artery. A 155 direxion was selected for use. During the procedure, it was noted that the microcatheter was fractured and was simply removed from the patient's body without any intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.